Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had errors related to the therapy pca the status log. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.